Event description:
Customer reported an over infusion of 5fu with the 6060 pump. Total bag volume was 153 ml-to be infused over 46 hours at 3.0 ml/hr. The total concentration was 4500mg/bag. Pump alarmed bag empty after 41 hrs. Pt is reported to be fine. Thereapy is 46 hrs every two weeks. No pt injury or medical intervention reported.